Event description:
The customer tested his blood glucose using his contour usb and contour meters and received readings of 113 mg/dl (usb) and 67 mg/dl (contour). The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer did not have his meter or testing supplies with him at the time of the call, so it was not possible to obtain that info. No product will be returned.

Manufacturer narrative:
The MFR date could not be determined without the meter serial number.